Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.

Event description:
It was reported by the aci sales professional that a patient underwent a coronary procedure in (B)(6) 2013. Following the procedure, the physician (training status unconfirmed), selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that a hematoma developed post procedure while the patient was still on the table. The patient was converted to approximately 20 to 25 minutes of manual compression. A femostop was applied to achieve hemostasis. The patient was ambulated and discharged to home the same day with no clinical sequela noted. No further information is available.